Event description:
The reporter stated that after the aa4203tl silicone one piece lens was inserted, the pt's posterior capsule collapsed. The lens was cut out of the eye, a vitrectomy was performed and a competitor's lens was implanted. Sutures closed the wound. The cause of the incident was unk.

Manufacturer narrative:
(B)(4). Evaluation method: lens work order search. Results: visual inspection of the returned product showed the lens was rec'd torn into pieces and piece of the lens was torn off and missing. There was a clear surgical residue on the lens. Both sides of the optic/haptic was checked for sharp/rough edges and edges were found to be acceptable. Conclusion: based on the complaint history, work order search and product evaluation, we were unable to determine a specific root cause of the event. (B)(4).

Manufacturer narrative:
Results: a posterior capsule tear is more commonly secondary to surgical manipulations performed by the surgeon during intraocular surgery however, it remains unclear whether the product caused or contributed to this event. Vitrectomy is consequently performed in the presence of a capsule tear where there is vitreous loss, to preclude any further injury. Corneal suturing may cause induced astigmatism, however, it is dependent on the tightness of the suture. When a damaged lens is removed, incision is closed with a suture tight enough, so as not to create any serious injury.